Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 140 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015 8:46pm) with results of 433 mg/dl and 410 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. No test results in meter memory. No adverse event reported.